Manufacturer narrative:
The customer replaced probes and the issue was resolved. The last calibration performed on (B)(6)2020 failed. Controls were outside of range on the day of the event. The investigation determined that the actions performed by the customer resolved the issue.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated since (B)(6) 2020, they had erratic control recovery and intermittent failed calibrations for albt2 tina-quant albumin gen.2 (microalbumin) on the cobas 8000 c 502 module. The customer replaced both reagent probes. On (B)(6) 2020, calibration and controls passed, then they ran patient urine samples. Initial sample values were reported outside of the laboratory. Controls run later in the day failed, so the samples that were tested that day were repeated. Of the repeated samples, 8 had discrepant microalbumin results. The repeat results were believed to be correct and corrected reports were issued. Refer to the attachment for all patient data. The microalbumin reagent lot number was 475124. The reagent expiration date was requested, but not provided.